Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section b. Box 4. Date of this report (mm/dd/yyyy) h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while loading a pod pc into the lantern, the operator experienced resistance and kinked the pusher assembly of the pod pc. Therefore, the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.